Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed. The archive shows that the last recorded date of use was (B)(6) 2013. A review of the data listed in the archive shows that multiple user advisory 7 (discrepancy between load 1 and load 2 too large) faults had occurred. Based on the archive review results, the reported complaint has been confirmed. The investigation results indicated that a defective load cell was the cause of the reported issue. Upon replacement of the defective load cell, the device passed all testing criteria.

Event description:
Complainant alleged that the autopulse resuscitation system experienced consistent errors and frequently stops. There was no report of any patient involvement. Manufacturer has requested additional information, however no other information has been provided.